Manufacturer narrative:
Journal article title: differential cutoff points and clinical impact of stent parameters of various drug-eluting stents for predicting major adverse clinical events: an individual patient data pooled analysis of seven stent-specific registries and 17068 patients, date of publication doi.org/10.1016/j.ijcard.2019.01.108. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that resolute integrity drug eluting stents were used as part of a study investigating the differential cutoff criteria and clinical impact of the length and diameter of various drug-eluting stents (des) for predicting major cardiovascular events. Seven stent specific prospective des registries were used which included 17068 patients. 2888 patients were implanted with resoluteintegrity stents. Collective vessels treated included lad, lm, graft, lcx <(>&<)> rca. Adverse outcomes included cardiac death, mi, tvr/ tvf, and stent thrombosis.